Manufacturer narrative:
The bsn-010 had a component that was changed, per dco on sept 2000. Notification will be sent to all customers of record that have monitors manufactured prior to this dco's effectiveness. This component can be easily replaced in order to eliminate the chance of this happening again.

Event description:
Our distributor reported to me that a bsn-010 had caused damage to a nurse call system. The unit was inspected and found to be a previous version that could cause damage, due to grounding issues.